Event description:
The patient developed a postoperative surgical site infection after a fine osteotomy procedure and required hospital readmission for a washout surgery. There is currently no confirmed evidence that the device caused or contributed to the infection. The event is under internal investigation.